Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid and not giving voice prompts when lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid and not giving voice prompts when lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
The original device lid was sent to the stryker product assessment center (pac) for evaluation. The pac technician verified the issue of the lid magnet missing and no voice prompts. The technician observed that the magnet retainer tabs were damaged and would not retain the magnet. The cause of the reported issues were traced to the damage of the lid assembly. The lid was archived by stryker.